Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 45 and a blood glucose of 232 mg/dl and later on in the day, the blood glucose went to 400 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance. Customer indicated would not send anything back.